Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, it was noted that the right ventricular lead was difficult to insert into the header of the implantable cardioverter defibrillator. The device exhibited r wave amplitude variation and high pacing impedance due to the lead insertion difficulty. After the third attempt, the lead was inserted successfully and exhibited normal parameters. No further intervention was performed. The patient was in stable condition.